Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 5 ml of solution in the housing. The reported condition of broken coil tubing was confirmed. A leak test was performed by filling the reservoir with green water. Immediately during fill, the green water went directly into the housing, not into the reservoir. The root cause was determined to be the pressure point between the tubing and the set cap. When the unit was filled, the pressure point was released and caused the tubing to rip. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter received a report of a no-flow for (B)(4). The device was sent in for service evaluation. During evaluation, one filled unit was received containing no solution in the reservoir. However, approximately 5ml of solution was noted in the housing. A leak test was subsequently performed by filling the reservoir with green water. Immediately during fill, the green water went directly into the housing, not into the reservoir. Examination of the unit found the root cause of the problem to be a half-broken coiled tubing. This complaint will address the broken coiled tubing. No patient involvement, injury, or medical intervention. No additional information.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.